Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the revision was because the previous lead was not covering the patient's painful areas. X-rays were performed and showed the lead was too low. The lead was revised and programming was performed. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had a bad lead so they had a complete revision on (B)(6) 2015. One of their leads was deep and scarred in but the entire system was able to explanted and replaced with a MRI compatible system. Their new implantable neurostimulator (ins) had not yet been programmed with adaptive stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3487a, lot# j0015980v, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their doctor or manufacturer representative on 2015 (B)(6) and their concerns were resolved.